Event description:
Information was received indicating that a cadd solis vip pump displayed an error that the cassette is partially unlatch. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. The "cassette partially unlatched" error was unable to be duplicated. Occlusion sensors are within pressure gauge specifications and the latch lock sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.